Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/4/2024. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure date? What is the lot number? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify what was used to complete the procedure? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) please confirm, did only one suture pop off during the procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2024 and barbed suture was used. During the procedure the suture keeps popping off even when they did not pull to hard in tka. No patient harm. Additional information was requested.